Event description:
According to the available information, the patient was hospitalized for about a week and died. The device was used for a urinary tract obstruction resulting from stone, malignancy, stricture or congenital anomaly - urinary tract infection and the patient had hydronephrosis in both kidneys. Pliers were needed to remove the stylet under imaging control and the patient experienced discomfort, severe pain, moderate bleeding and fever. The catheter was changed, and a new guidewire was inserted and after the surgery the patient was transferred to the ward for follow-up care. It was reported that the duration of extension of the procedure was rusch nephrostomy sets size 8 were used for both kidneys, which took about 10 minutes.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint, and we didn¿t find other complaints on the lot number 9583235.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 2 other complaints on the lot number 9583235 ((B)(4). We received one used sample. After disinfection, we tried to pull out the metallic mandrel from the j catheter but due to the biological residues inside the product, it was difficult due to the contamination risk. We confirmed the difficulties to retrieve the mandrel from the catheter. The mandrel is blocked in the distal part of the catheter. According to the information known quality database was checked and revealed one non-conformity opened on (B)(6) 2024: (B)(6) "mandrin stuck in the vortek j catheter" potentially related to the complaint's description. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. In parallel, a hhe (health hazard evaluation) has been performed to evaluate the risk related to this kind of cases. It was concluded that no recall will be performed but a deep follow-up will done through the product review. A clinical risk assessment was also performed. Experts questioned for advice on the reported blockage have used this device thousands of times, without any issue. In case of such incident, they would recommend to never force, and to remove the catheter and its mandrel as a unit, for replacement by a new catheter. According to them, the main risk would be to lose the tract while removing the guidewire, leading to a significant prolonged procedure. However, it can never be excluded that some surgeons might exert untoward strengths. A rmf evaluation was performed based on criq209 - risks identified 13270, 13272, 13274, 13274a (hazardous situation: catheter is not correctly positioned) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient was hospitalized for about a week and died. The device was used for a urinary tract obstruction resulting from stone, malignancy, stricture or congenital anomaly - urinary tract infection and the patient had hydronephrosis in both kidneys. Pliers were needed to remove the stylet under imaging control and the patient experienced discomfort, severe pain, moderate bleeding and fever. The catheter was changed, and a new guidewire was inserted and after the surgery the patient was transferred to the ward for follow-up care. It was reported that the duration of extension of the procedure was rusch nephrostomy sets size 8 were used for both kidneys, which took about 10 minutes.

Event description:
According to the available information, the metal stylet got stuck during the procedure and didn't come out of the catheter and caused severe damage for the patient.

Manufacturer narrative:
B3: estimated date.